Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of juvéderm® volite. Immediately after the injections, the patient experienced ¿bumps in the face area.¿ massage was done during session and followed by the next 9 days. The patient was also treated with hyaluronidase with no visible changes after 1 month. Symptoms are ongoing.